Event description:
On (B)(6) 2019 I woke up with sharp pain and swelling in my left breast and fluid collection on the outer edge of my left breast implant near my armpit. On (B)(6) 2019, my gyn palpitated the fluid pocket and also a mass in my left breast and ordered a diagnostic ultrasound as I had a normal mammogram 5 months prior. On (B)(6) 2019 the diagnostic ultrasound confirmed the fluid collection was adjacent to my implant and suspicious of bia-alcl, but the mass was in my breast tissue and unrelated to the implant. On (B)(6) 2019 the fluid was aspirated and tested, though no cells were detected. The pain and swelling in my left breast subsided after aspiration of the fluid, but suddenly returned on (B)(6) 2019 and is worse than before. FDA safety report ID # (B)(4).